Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Per medwatch number mw5111288: IV tubing cracked resulting in loss of medication, air in the line on the patient side, potential for infection. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample and four (4) photographs were provided for evaluation. The sample and photographs were visually evaluated, and it was noted there were small drag marks along the tubing. Based on the evaluation results, the reported defect of broken tubing was confirmed. Although the reported defect was confirmed, no specific conclusions can be made regarding the cause of the reported event. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.